Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and discovered that their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing. An alert for high voltage lead issue was also noted. No intervention was performed. The patient was stable throughout.